Event description:
Additional information indicated that the patient was now doing well. No further information was available at the time of this submission.

Manufacturer narrative:
Analysis of the pump revealed no anomalies. Analysis of the catheter body revealed a dried drug or blood occlusion. (B)(4).

Event description:
It was reported that the patient had an elective pump replacement to avoid in-vivo battery depletion. It was also reported that there was no spontaneous flow of cerebrospinal fluid (csf) from the catheter found intra-operatively, but no abnormality was found. The catheter was cut, but no csf would flow from the spinal segment. It was stated that the entire catheter was replaced, though it was noted that there had been no symptoms pre-operatively and the patient had "good spasticity control". It was further noted that there was no injury associated with this event. The drug being used in this system was gablofen. No further information was available at the time of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant medical device: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2012, product type: catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.